Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of an unspecified bd lithium heparin tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: verbiage: for years the department had issues with false high potassium levels in the light green lithium/hep tubes. They conducted studies and the issue was with the tube. No solution was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd lithium heparin tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: verbiage: for years the department had issues with false high potassium levels in the light green lithium/hep tubes. They conducted studies and the issue was with the tube. No solution was found.